Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, rewind self test, and current measurements or verify rewind anomalies due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir went low, they went to change it and the insulin pump was not rewinding. The customer could not hear that the insulin pump was rewinding, it straight went to rewind completed after few seconds and the piston was still on the top. They tried several times but it was the same. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.